Event description:
The customer reported that a sheet got caught around brightview table pallet while the pt was on the table. This stopped the table motion. There was no report of any injury.

Manufacturer narrative:
There have been similar events reported in the past, wherein clothing, or sheets getting caught between the stationary portion of the brightview table and the extendable pt pallet. A pallet pad cover (slicker) with extended sides is available as an option to improve pt comfort. This cover is wide enough to extend beyond the pt pallet width and covers the complete width of the table. The surface of the cover is sufficiently smooth to slide over any non-moving elements of the table during pt imaging and positioning, thereby protecting the reclining pts' skin, clothing, or sheets from getting caught between the table pallet and the couch. At the time the brightview was released, the slicker was not available in the configuration (standard or option) at the time of purchase. It is now available as a field replacable unit as part number 453560817391. Philips is providing a slicker, free of charge, to all the brightview customers. (B)(4).